Event description:
It was reported that pump displayed cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer was walked through pump reset steps by technical support, but same cgm error appeared again. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.